Manufacturer narrative:
On 07/30/2015 intuitive surgical inc. (Isi) received additional information from the manufacturer of a 3rd party laser device that was used during the surgical procedure. According to the information provided, the 3rd party representative was cleaning the 5mm schertel grasper instrument and the 5fr introducer, when it was observed that the outer insulation of the 5fr introducer was nicked and had exposed metal. The 3rd party representative took photographs of the instruments and took them to the or. The photographs were shown to a member of the site's or staff, isi's clinical sales representative and coordinator who were present during the planned surgical procedure. The site suctioned and irrigated the surgical site to remove shavings from the patient; however, the 3rd party representative is unsure if all of the fragments from the introducer were removed from the patient. Isi reviewed the photographic image of the 5mm schertel grasper instrument and found the main tube of the instrument and had material removal of the black coating that covers the device's main tubes. It was determined that the damage to the instrument's main tube was likely due to a bent cannula. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The instruments and accessories user manual warnings specifically states: - do not use a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient. - cannula defects can be caused by dropping the cannula or handling it roughly. Please refer to MFR report 2955842-2015-00857 concerning the 5mm cannula and MFR report 2955842-2016-00117 concerning the 5fr introducer.

Manufacturer narrative:
The instrument and cannula were not returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument and/or cannula are returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: post a da vinci endometriosis resection procedure, allegedly shavings from the scherterl grasper instrument scrapped off and fell into the patient after making contact with the mouth of the cannula used during the surgical procedure. Per the information provided, the instrument fragments were retrieved from the patient.

Event description:
It was reported that during a da vinci endometriosis resection procedure, shavings from the scherterl grasper instrument scrapped off and fell into the patient. On (B)(6) 2015 intuitive surgical, inc. (Isi) contacted the clinical sales representative who initially reported this complaint. According to the csr, she was present during the surgical procedure when the reported event occurred. The csr indicated that after completion of the surgical procedure, during removal of the 5mm schertel grasper instrument, the site experienced difficulty removing the instrument from the patient and upon removal of the instrument from the patient, it was noted that fragments from the shaft of the 5mm schertel grasper instrument had fallen into the patient. The surgeon retrieved all of the instrument pieces using a laparoscopic grasper and he irrigated the surgical site to ensure that there were no remaining instrument pieces. According to the csr, inspection of the 5mm cannula by the surgical staff found that the mouth of the cannula had a sharp edge and that the 5mm schertel instrument had made contact with the sharp edge, causing fragments from the shaft of the instrument to break off and fall into the patient. According to the csr, a 3rd party laser device also used during the planned surgical procedure, sustained damage during removal from the same cannula. The csr indicated that there were no broken pieces observed falling into the patient from the 3rd party laser. According to the csr, the site performed an inspection of the cannula before use and there was no damage found. The csr indicated that there was no harm to the patient due to the reported event. Please refer to MFR report ____ concerning the 5mm cannula.